Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the product consisted of an express sd stent delivery system (sds). There was a blood like substance in the wire lumen. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not returned for analysis. The distal tip of the sds was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a dislodged stent occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed lesion was located in the non tortuous and mildly calcified superior mesenteric artery. A 018 non bsc guide wire and a mach 1 guide catheter were advanced to the target lesion. A 5.0x19x90cm - 37918-51990 express vascular sd stent delivery system (sds) was introduced to the target artery. Upon insertion, the stent dislodged. The sds was removed. A sterling balloon catheter was inflated inside the dislodged stent. The mach 1 guide catheter, the 018 non bsc guide wire and the sterling balloon catheter were withdrawn thinking the stent was coming with. The stent migrated to the deep right femoral artery. No attempt to retrieve the stent was made and the device remains inside the patient's anatomy. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine. Additional patient follow up will occur to monitor the evolution of the stent. This product is only ous approved but it is similar to an approved us device.